Event description:
It was reported that on (B)(6) 2022 the patient developed arrhythmia. The patient had non-sustained ventricular tachycardia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The hospital was contacted for the information and would not provide any additional information related to the event. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13dec2020. Heartmate 3 IFU and heartmate 3 patient handbook are currently available. The heartmate 3 left ventricular assist system instructions for use, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.